Manufacturer narrative:
.

Event description:
It was reported by the customer's mother that the customer received a no delivery alarm. Customer's blood glucose level at the time 414mg/dl. No additional information is provided.